Event description:
A 26mm diameter x 15mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted for the treatment of an abdominal aortic aneurysm with a reported tight aortic bifurcation of 10mm in 2000. The aortic neck length is unknown. The pt's history includes coronary artery disease with a history of anterior myocardial infarction with two vessel cardiac intervention two months prior; cva, and non-insulin dependent diabetes. The physician reports that the pt had small and diffusely diseased iliacs and that the chance of advancing the device was decreased. Upon completion of the stent graft placement, the angiogram showed patent renals and internal iliacs with no evidence of an endoleak and modest pinching of the new iliac bifurcation. It is reported that the physician had difficulty pulling the runners down. The stent graft deployed fine, however, the stent graft was pulled down slightly. No intervention was necessary as a result of deployment, as it was reported that the physician thought the position of the stent graft was fine. After closing the femorals, there was poor/no blood flow to the feet. Both femorals were repunctured and bilateral selective iliac-femoral angiograms showed obstruction at the distal stent graft iliac junctions. To relieve the gradient obstruction, the right and left iliacs were treated with wallstents and percutaneous angioplasty within the stent graft bridging to the external iliac arteries. The medtronic/ave representative states that several hrs after this procedure, the pt's blood flow remained compromised; therefore an aorto-fem bypass with an aorto-uni-iliac device was successfully completed. It is reported that the pt is fine and no add'l clinical sequelae was reported related to this event. The rep states that he and the physicians reviewed the post-op notes, and rather than treat the poor flow with wallstents, the aortic bifurcation should have been angioplastied with two (16x2) balloons to improve blood flow. Several attempts at obtaining complete info from the physician and facility has been unsuccessful. Films are unavailable to confirm vessel morphology.